Event description:
It was reported that a decrease in impedance was observed. There was no capture when trying to check the thresholds. Fluoroscopy revealed that the lead was dislodged and was sitting in the subclavian region. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.